Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was not determined, it was unknown if it was device related, and it was unknown if reprogramming was needed. The intervention taken to resolve the event was surgical replacement of the generator. It was unknown if the patient experienced a loss of therapeutic effect or a loss of stimulation. The patient was not recovered, with symptoms or an issue ongoing.

Event description:
It was reported that the patient¿s device was replaced with a new device on 2014-10-22 due to a decrease in efficacy of the device. The device was being returned for evaluation for the reason for the decrease in efficacy. There was no patient death, no patient injury, and the patient recovered without sequelae after the device was removed. No product problem was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4). Analysis of the ins ((B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies.